Event description:
The device was applied during an unspecified procedure. Reportedly, pneumoperitoneum leaked from the device. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.